Event description:
On (B)(6) 2012, this pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that pre-implant imaging showed that both renal arteries were 90-99% stenosed. The physician reportedly placed bilateral renal stents to treat the stenosis, and then a gore excluder aaa endoprosthesis featuring c3 delivery system was advanced. Additional angiography performed prior to deployment showed that the right kidney was not perfused. The rmt was removed and a catheter was inserted, showing thrombus in the right renal artery. It was reported that heparin was administered, and angiojet thrombectomy in the right renal artery was performed. The procedure was completed with the implant of three iliac extender components with no further issue. It was reported that final imaging showed perfusion to both renal and hypogastric arteries and exclusion of the aneurysm. The pt reportedly received a total 11,000 units of heparin during the procedure, and guidewires were extended up into the aortic arch. Postoperatively on the same day, the presented with a right-side cerebrovascular accident.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The cause of the cerebrovascular accident is unk. Additional devices implanted and involved in this event: (B)(4).